Event description:
It was reported that pump display had pixel problem that affected customer ability to read and interact with pump screen. There was no adverse impact to the customer's blood glucose level. Customer was instructed by Technical Support to continue using current pump until replacement arrived.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.